Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 44510. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: date returned to manufacturer; 10/9/2024. One device received for analysis. The reported problem was verified by visual inspection. The visual inspection found scratched lens, missing door and peeling downstream occlusion(dso) seal. The cause of the reported problem was the printer wire assembly board. The printer wire assembly board was replaced.